Manufacturer narrative:
(B)(4). Date sent: 8/22/2016. Batch # n53754. The following information was requested, but unavailable: when the cartridge was found to be damaged, was the cartridge pan separated from the reload? Or was there another area of the cartridge that was damaged? If yes, please describe the damage. No information. One ecr60b cartridge was returned unfired, and with the cartridge body and pan damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when the cartridge was found to be damaged, was the cartridge pan separated from the reload? Or was there another area of the cartridge that was damaged? If yes, please describe the damage.

Event description:
It was reported that during an open sigmoidectomy, the cartridge could not be loaded into a device. When the cartridge was checked, it was found to be damaged. No pieces fell into the patient. Another cartridge was used to complete the case. There were no adverse consequences to the patient.